Event description:
Lma teleflex pump was connected to the peripheral nerve catheter on the day of surgery and turned on. Twenty-four hours later it was noted that the balloon in the device was not smaller. The tubing clamps were open, the rate was set at 8ml/hr as ordered, and the nerve catheter was patent. When disconnected from the patient flow was noted from the device. A new pump was started and this one worked properly. The patient did not receive approximately 24 hours of pain medication from the pump. Dates of use: (B)(6) 2014. Diagnosis or reason for use: post operative pain control after orthopedic surgery. Event abated after use: yes.